Event description:
It was reported that a user of the ilet experienced hyperglycemia after dinner; the user does not announce meals per physician guidance and verified the glucose by fingerstick, and no issues were noted with infusion tubing. Symptoms included hyperglycemia with a recorded peak of 188 mg/dl. Outcomes included no functional impairment, no need for medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction and no identifiable product issue. It was concluded that the event was user condition related with cause unclear regarding hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.